Event description:
During a knee scope using the incisor 4.5 ep-1 orbit disp blade, it was reported that the device was 'acting odd' then fell apart. All pieces were removed from patient; no injuries reported. A backup device was available to complete the case after a reported twenty minute procedural delay.

Manufacturer narrative:
Device evaluation: one 4.5 incisor ep-1 orbit blade was returned for evaluation. Visual assessment of the device shows it has been taken apart. The outer blade tip is broken off at the flex cut area. The outer tube is dramatically bent and show signs of splay at its distal end where the outer blade interfaces. The inner tip has been expanded at the flex cut area. Dimensional assessment is prohibitive due to its returned condition. The device appears to have undergone excessive side loading during use causing the outer tip to break free at the flex cut area. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The instructions for use (IFU) under precautions states: ¿excessive side-loading on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿ and "irreversible damage will result from any attempt to disassemble curved blades¿. (B)(4).